Event description:
It was observed that during the device evaluation, the flex video scope exhibited no air water flow, insufficient water flow, water cleaning and water contact due to nozzle clogged, foreign objects in air water suction cylinder and foreign objects in air water tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no air water flow, insufficient water flow, water cleaning and water contact due to nozzle clogged due to foreign objects in air water suction cylinder and air water tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.